Event description:
An insulet clinical service manager reported a customer experienced low blood glucose while driving. His blood glucose was 80 mg/dl before leaving the house, but then an accident occurred while driving to work. He was able to call paramedics and when they checked his bg at the scene, it was 49 mg/dl. Customer was brought to ER and released when his bg returned to normal range.

Manufacturer narrative:
The returned device was evaluated and found to be functioning within specs. Additionally, history as reported in the event description could not be verified (no bg of around 80 the morning of (B)(6) 2009) and the blood glucose results in memory were primary manually entered (the customer was using an external blood glucose meter rather then the pdm to test bg). Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns, "make sure your blood glucose is at least 100 mg/dl before driving or working with dangerous machinery or equipment. Hypoglycemia may cause you to lose control of a car or dangerous equipment. Also, when you focus intently on a task, you may miss the symptoms of hypoglycemia." It also advises that, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your level to confirm."